Event description:
A pt's urine sample was tested using the hcg urine assay. The result was negative. A serum sample from the pt was quantitated at 455 miu/ml b-hcg(method of testing unk). The pt had also had an ultrasound prior to the assay which had confirmed she was pregnant. An opened kit number 690604 was returned from the customer for in-house testing. No sample was returned. Negative control, positive control and positive control dilutions were tested using both the returned kit and an inhouse kit of the same lot number. Testing results were acceptable. Sample hcg concentration returned kit result in-house kit result: negative control; o miu/ml, visually negative, visually negative, positive control (pc), 50 miu/ml visually positive, visually positive, 1:2 dilution of pc, 25 miu/ml, visually positive, visually positive, 1:5 dilution of pc, 10 miu/ml, visually positive, visually positive, 1:10 dilution of pc, 5 miu/ml, visually negative and visually positive. The hcg directional insert indicates that the assay will detect a sample with a concentration of 20 miu/ml 100% of the time, and will detect a sample with a concentration of 10miu/ml 70% of the time. There is no info provided for sample below 10miu/ml. Based on this info and the above results, the kit performance is acceptable.